Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level of "high", specific value not provided. Customer addressed their bg with a correction bolus via pump. Customer continued to use pump for insulin therapy.